Manufacturer narrative:
Batch review performed on 30 october 2017. Lot 140350: (B)(4) items manufactured and released on 06 march 2014; expiration date: 2019-01-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold and this is the second similar event reported on the lot. On 03 november 2017 the medical affairs director performed a clinical evaluation and commented as follows: insert revision in tka 2 years and 7 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
Patient complained around instability and pain, upon surgeon examination discovered unstable on both medial and lateral side. Revision surgery was performed. Patient was stable on the table.